Event description:
It was reported that during a meniscal repair surgery, the t1 and t2 of the device were spontaneous deployed. All t's were removed. A backup was available, no patient injuries were reported.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device received. The complaint stated: "it was reported that during a meniscal repair surgery, the t1 and t2 of the device were spontaneous deployed. T1, t2 and suture were returned but were separated from the device. The suture was looped and cinched around t1 lengthwise around its end. This can inhibit proper fixation and encourage pull back through meniscus tissue. T2 suture was cinched and knotted around the body. It is also disfigured. The depth limiter showed no damage. The device actuator was found deployed. Do not push the deployment slider twice or the second implant will deploy prematurely. The delivery curve distal tip has been flattened. The device no longer cycled or actuated. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.